Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2004 and a sling was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion code (B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that following insertion of the mesh, the patient experienced pain, extrusion, urinary problems and bowel problems. No additional information was provided. (B)(4).